Event description:
It was reported that prior to starting a da vinci surgical procedure, following the installation of the small grasping retractor instrument, the staff reportedly observed the instrument could not be recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation could not replicate the customer reported failure mode. The instrument was checked for recognition on an in-house system, and successfully recognized. The pogo pins did not stick and were not contaminated. The dallas chip programming verification of instrument passed. The instrument was subsequently driven and had moved intuitively with its grips opened and closed successfully. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal with a rough surface finish. The scratches were short in length and not axially aligned with the tube. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.